Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 2 years 3 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence, adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #7). Additional supplemental emdr's were submitted to represent the bard flat mesh (device#2, device #4 & device #5) and additional emdr's were submitted to represent the bard flat mesh (device#1, device#3, device#6). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2009: patient was diagnosed with large left incisional hernia thereby underwent open repair with the explant of bard flat mesh (device #1) and implant of bard flat mesh (device #2 & #3). Per operative notes, ¿hernia sac was excised. A marlex mesh (device #2 & #3) was placed and attached to the fascia using sutures. Protruding prolene sutures and marlex mesh (device #1) were excised.¿ (there was no implant operative notes provided for bard flat mesh (device #1). On (B)(6) 2009: patient was diagnosed with left incisional hernia thereby underwent open repair with the implant of bard flat mesh (device #4). Per operative notes, ¿hernia sac was excised and small bowel was reduced back into the peritoneal cavity. A marlex mesh (device #4) was placed and attached to the fascia using staples.¿ (there were no visualization/mention of bard flat mesh (device #2 & device #3). On (B)(6) 2011: patient was diagnosed with incisional hernia thereby underwent open repair with the implant of bard flat mesh (device #5 & device #6) and partial explant of bard flat mesh (device #2, device #3 & device #4). Per operative notes, ¿a large hernia defect was noted towards the right side of the mid lower abdomen. Once the lysis of adhesions and hernia sac were excised. A large marlex mesh (device #5) was placed and attached to the fascia using staples. Previously placed marlex mesh (device #2, device #3 & device #4) appeared to be pulled out from the side and the portions of the meshes were excised. Subsequently, another marlex mesh (device #6) was placed and attached to the fascia using staples.¿ on (B)(6) 2013: patient was diagnosed with large upper mid incisional hernia thereby underwent open repair with the implant of bard flat mesh (device #7) and removal of bard flat mesh (device #2, #3, #4, #5 #6). Per operative notes, ¿marlex mesh (device #2, #3, #4, #5 #6) were identified on the mid portion of the hernia sac. Extensive lysis of adhesions and marlex mesh (device #2, #3, #4, #5 #6) were removed. Then a marlex mesh (device #7) was placed and attached to the fascia using staples.¿ on (B)(6) 2016: patient was diagnosed with mid abdominal incisional hernia thereby underwent open repair with partial removal of bard flat mesh (device #7). Per operative notes, ¿adhesions in the abdominal cavity were taken down and large hernia defect was identified. Previously placed marlex mesh (device #7) which incorporated with fascia was transected. The marlex mesh (device #7) and fascia were tied together using sutures.¿ attorney alleged that the patient had adhesions, pain and hernia recurrence.